Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an intermittent cartridge alarm 1 occurred with multiple cartridges. The customer's blood glucose level was 60-150 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.